Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the transmitter was unable to receive sensor signal. Customer was assisted connecting the transmitter to the insulin pump. The customer also reported that they experienced a high blood glucose of 400 mg/dl due to incorrect carbohydrates entry. Customer declined troubleshooting for high readings and mentioned they have treated. The customer will not return the product for analysis.